Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. The laa was broccoli-shaped with a maximum ostium diameter of 33.7mm. The procedure was started with a watchman access system (was) double curve and a 35mm watchman laa closure device & delivery system (wds). There was difficulty positioning due to the patient's anatomy. After repeated recaptures, the decision was made to switch to a was single curve and new 35mm wds. Similarly, recapture was repeated due to difficult anatomy with the large ostium and pectinate near the ostium. Half-way through the procedure the echocardiographer noted several filamentous thrombus-like echogenic images at the ostium of the laa. The activated clotting time was confirmed to be within appropriate range. The physician reported there was a total of 25 recaptures and the laa wall was becoming weak. It was concluded that further continuation of the procedure would increase the risk of cerebral infarction, and therefore the procedure was discontinued. The system was slowly removed from the patient. Once removed, the lumen of the was and wds were flushed with saline solution. No thrombus was observed. When the watchman laa closure device was taken out, a filamentous thrombus-like substance was observed on the surface of the filter. No protamine was administered. The patient was administered heparin and returned to the room for monitoring. No additional information is known at this time.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman delivery system (flx) inside the watchman access system (was) with the implant deployed, blood in the device and on the implant fabric. The hub, shaft, tip, core wire and implant were visually, tactually, and microscopically inspected. There was a kink in the sheath 19cm from the hub. The tri-cuts on the tip were flared and there were abrasions on the inside of the sheath. Inspection of the remainder of the device found no other damage or defects. There was no evidence of any damage or irregularities contributing to the reported events, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. The laa was broccoli-shaped with a maximum ostium diameter of 33.7mm. The procedure was started with a watchman access system (was) double curve and a 35mm watchman laa closure device & delivery system (wds). There was difficulty positioning due to the patient's anatomy. After repeated recaptures, the decision was made to switch to a was single curve and new 35mm wds. Similarly, recapture was repeated due to difficult anatomy with the large ostium and pectinate near the ostium. Half-way through the procedure the echocardiographer noted several filamentous thrombus-like echogenic images at the ostium of the laa. The activated clotting time was confirmed to be within appropriate range. The physician reported there was a total of 25 recaptures and the laa wall was becoming weak. It was concluded that further continuation of the procedure would increase the risk of cerebral infarction, and therefore the procedure was discontinued. The system was slowly removed from the patient. Once removed, the lumen of the was and wds were flushed with saline solution. No thrombus was observed. When the watchman laa closure device was taken out, a filamentous thrombus-like substance was observed on the surface of the filter. No protamine was administered. The patient was administered heparin and returned to the room for monitoring. No additional information is known at this time.